Manufacturer narrative:
Patient initials have been corrected.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the programmer and received a 2501 error message. The patient reports she had not received stimulation in approximately 4 months. The patient reported she moved approximately 4 months ago and the antenna for the charging system was lost. Surgical intervention may be pending to address this issue.